Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts assisted the caller in attempting to load a new cartridge following the proper technique, but the alarm recurred, preventing successful cartridge loading and resumption of insulin therapy. Cts resolved the issue by deciding to replace the pump, confirming the customer's understanding of instructions for shipping the faulty pump back and actions required upon receiving the replacement.